Manufacturer narrative:
The pod arrived not deployed, generating an 0xd3 alarm at fill, indicating qn3000 i2c illegal address. Battery voltages were low and shelf mode current was out of spec, requiring an external power supply to retrieve data. Contamination was observed between pins 7 and 8 of the qn3000 chip, which is confirmed as the cause of the 0xd3 alarm, low batteries, high shelf mode current, and reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod for between 4 and 24 hours on the hip/buttocks. It was observed that the cannula did not deploy, as indicated by the pink indicator not being in the correct top/forward position. This finding suggests a failure of the needle mechanism to deploy as intended during activation. The patient also reported redness around the pod site.